Manufacturer narrative:
B3 approximated.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to deflation issues. The patient stated he could not fully deflate the device. Patient services gave the patient proper techniques for deflation and the patient was going to attempt them. The ipp is currently implanted. There were no patient complications reported.